Event description:
Complaint stated: ruptured balloon. Analysis determined: balloon torn from 60% of catheter directly below distal adhesive band; origin unk. Unit was used in vivo. This was not determined until analysis was completed.